Manufacturer narrative:
Restart performed; no further investigation required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the footswitch issue caused exposure/fluoroscopy mix during procedure on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.